Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized via intensive care unit (ICU). On an unreported date, the patient was treated with unspecified antibiotic for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was unknown. No additional information is available.